Manufacturer narrative:
The delivery device was returned to b+l. Visual inspection found the delivery device returned with portion of lens stuck in the body of the delivery device and the finger flange broken. Lens portion was removed from the device for evaluation. Further evaluation could not be performed due to condition of return. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens flipped when it was advanced in the eye. The doctor enlarged the incision slightly, removed the lens, and implanted the backup lens with no issue. Additional information has been requested but has not been received.